Event description:
The facility reported an infusion pump with a failure code 810:11. Info was not provided regarding whether or not the failure occurred during an infusion. No reports of any pt incident involving this pump.